Event description:
Laboratory reported that an hbsag (B)(6) result on the advia centaur xp was (B)(6) on the system, however it was reported as (B)(6) in the laboratory information system (lis). The physician questioned the result. The sample was repeated and a corrected report was sent out. There is no known report of adverse health consequences or patient intervention due to the discordant hbsag (B)(6) result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2011-00120 on 08/30/2011. Updated 05/16/2012: updated to align with the root cause of the discordant (B)(6) confirmatory results. Siemens released a customer bulletin ((B)(4)) in (B)(4) 2010 to alert customers to the potential for a lis to process different result aspects than those transmitted from advia centaur, advia centaur xp, and advia centaur cp systems. The practice of use of any other aspect, such as index or concentration, is not supported by siemens, and may result in an incorrect interpretation. The bulletin also noted that the b)(6)confirmatory assay is most commonly affected, as there is an initial check against a relative light units (rlu) cuttoff which the lis cannot perform.

Manufacturer narrative:
A siemens tse (technical service engineer) evaluated the instrument data. After analysis of the instrument data, the tse determined that the cause of the discordant hbsag (B)(6) result was due to the customer software not being linked correctly to their laboratory information system. The siemens instrument performed within specifications. No further evaluation of the device is required.